Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 46 mg/dl, and the meter bg reading was 71 mg/dl. Reportedly, the customer did not enter bg values within 5 minutes of testing bg levels for calibration. No additional patient or event information was available. A replacement sensor was sent to the customer.